Event description:
Literature: krach, le et al. "Satisfaction of individuals treated long-term with continuous infusion of intrathecal baclofen by implanted programmable pump." Pediatric rehabilitation, 2006.9(3): 210-218. Post-operative infection and explant with subsequent reimplantation occurred six times.

Manufacturer narrative:
This report is being submitted following an internal audit. See scanned pages.